Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff removed in a separate procedure before the 5cm cuff was replaced. The removal was not related to a device failure, the patient developed bladder cancer sometime after having his aus fitted and had it removed as part of his treatment. The removing surgeon confirmed that the device was still coapting well on CT before removal. A 5.0cm cuff was implanted on (B)(6) 2018. No patient complications were reported in relation with this event.